Event description:
Reporter indicated that vns patient passed away. Exact cause of death is unknown at this time; however, the physician indicated that the ncp system was not related to the cause of death. The patient was found in their home without a pulse and without respiration. Patient was taken to the hospital where patient was pronounced dead. The patient was reportedly doing well with the vns therapy. The patient's programmed parameters were never changed. The patient was reportedly tapering off of their anti-epileptic medications and had even experienced a period of no seizure activity. The patient's last visit was in 7/2002. The ncp system was not explanted and no autopsy was performed. It was reported that the patient experienced a 50% reduction in seizures with the vns therapy.